Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle does not retract. No patients were harmed as this is only coded as a defective item and not an adverse.

Manufacturer narrative:
Our quality engineer inspected the samples for evaluation. Your reported issue that the needle does not retract could not be confirmed from the representative 22ga insyte autoguard bc from lot number 5142869 that were provided for investigation. A functional test showed that the needle fully retracted when the safety mechanism was activated. No damage or defects that would affect needle retraction were identified on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.